Event description:
After packing the large dome adequately, the smaller daughter aneurysm pointing laterally was coiled. One of the coils stretched and broke outside of the aneurysm sac. In order to retrieve the stretched coil, the microcatheter was withdrawn and a prowler plus select straight microcatheter was used in conjunction with a 2 mm endovascular snare followed by a 2 mm alligator retrieval device. The stretched coil fragment was pulled down to the tip of the guide catheter in the aorta. An endovascular large tulip snare was then used to retrieve this mass of fragmented coil and was removed without incident. This left a small stretched coil fragment that came out of the aneurysm and into the left internal carotid artery, extended down into the aorta with its tip in the descending aorta several rib lengths below the level of the top of the aorta. This was felt to be such a small thread of a fragmented coil that it would be unlikely to result in thromboembolism with the patient on anti-platelet medication, and its location accounting for flow dynamics indicated most likely that it would endothelialize to the descending aorta in that location without moving backwards into the carotid.